Manufacturer narrative:
Continuation of d10: 5054-52 lead; implanted: (B)(6) 1999. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during an implantable pulse generator (ipg) change out, noise was observed and oversensing occurred on both the right atrial (ra) and right ventricular leads when connecting chronic leads to the new generator. The ra lead impedance dropped to 266 ohms from 430 ohms. Venogram showed that left side venous access was occluded. Consequently, a leadless implantable pulse generator (ipg) av 2.0 was implanted, and the new azure was programmed to vvi 40 as a backup, with the leadless ipg serving as the primary device for appropriate atrial tracking. No further patient complications have been reported as a result of this event.